Event description:
It was reported that during a percutaneous peripheral intervention procedure, a guide wire entrapment occurred. Vascular access was obtained via the left common femoral artery. The target lesion was an instent restenosis of an unspecified stent located in the proximal superficial femoral artery (sfa). A non-bsc guide wire was exchanged for a 035/260 zipwire guide wire and a 6f non-bsc sheath was placed followed by a non-bsc catheter. Injections performed and physician identified instent restenosis in the proximal sfa. Next, a 7x78x1350 sentinol stent delivery system (sds) was advanced over the zipwire guide wire, however the sds became stuck on the wire, and could not advance or pullback. The physician removed the zipwire and sentinol sds intact together as one unit. Advanced another 035/260 zipwire guide wire, but was unable to cross the lesion. Exchanged the zipwire for a non-bsc .035 guide wire that successfully crossed the lesion. Advanced an non-bsc stent, but the device did not cross the target lesion. Physician performed angioplasty with a charger balloon catheter, and successfully placed a non-bsc stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).